Event description:
It was reported that the system controller was not transmitting flow, pulsatility index (pi), or power to the power module and system monitor. The values showed up as zero but true values could be seen on the controller. The power module and system monitor were changed but the issue persisted. The controller was exchanged. Log files were sent for review, and no unusual events were recorded.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.